Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube/migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, paratubal cyst and live birth (2008, 2010, 2012, (B)(6) 2015). Concurrent conditions included leukorrhea, juvenile rheumatoid arthritis, low back pain, nausea, venereal disease nos, vaginal bleeding, muscle cramps and blood transfusion. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), cyclobenzaprine, docusate sodium (colace) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure implants"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced haemorrhage in pregnancy ("spotting per vagina in pregnancy / bleeding"), gestational diabetes ("diabetes mellitus during pregnancy"), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("deenital bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, exploratory laparoscopy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, abdominal pain, genital haemorrhage and vaginal discharge had resolved, the pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for fallopian tube perforation, gestational diabetes, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2015. Patient received treatment for genital bleeding, migration, perforaton, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2016: 1. Left essure implant has perforated through the left fallopian tube. No contrast leakage from the left fallopian tube suggesting healed site of perforation. 2. Satisfactory position and occlusion of the right essure implant. Pregnancy test urine - on (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: abdominal pain, gen. Abnormal bleeding, vaginal discharge, post removal complication were added. Rcc comments and outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube/migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, paratubal cyst and live birth (2008, 2010, 2012, (B)(6) 2015). Concurrent conditions included leukorrhea, juvenile rheumatoid arthritis, low back pain, nausea, venereal disease nos, vaginal bleeding, muscle cramps and blood transfusion. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), cyclobenzaprine, docusate sodium (colace) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure implants"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced haemorrhage in pregnancy ("spotting per vagina in pregnancy / bleeding"), gestational diabetes ("diabetes mellitus during pregnancy"), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("deenital bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, exploratory laparoscopy(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, abdominal pain, genital haemorrhage and vaginal discharge had resolved, the pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for fallopian tube perforation, gestational diabetes, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2015. Patient received treatment for genital bleeding, migration, perforaton, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2016: 1. Left essure implant has perforated through the left fallopian tube. No contrast leakage from the left fallopian tube suggesting healed site of perforation. 2. Satisfactory position and occlusion of the right essure implant. Pregnancy test urine - on (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube/migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, paratubal cyst and live birth (2008, 2010, 2012, (B)(6) 2015). Concurrent conditions included leukorrhea, juvenile rheumatoid arthritis, low back pain, nausea, venereal disease nos, vaginal bleeding, muscle cramps and blood transfusion. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex (integra f), cyclobenzaprine, docusate sodium (colace) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure implants"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced haemorrhage in pregnancy ("spotting per vagina in pregnancy / bleeding"), gestational diabetes ("diabetes mellitus during pregnancy") and pelvic pain ("physical pain/ pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, exploratory laparoscopy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain lower and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for fallopian tube perforation, gestational diabetes, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2016: 1. Left essure implant has perforated through the left fallopian tube. No contrast leakage from the left fallopian tube suggesting healed site of perforation. 2. Satisfactory position and occlusion of the right essure implant. Pregnancy test urine - on (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anguish, menstrual cramp, lower abdominal pain, lower back pain, outcome of the previously reported event- pelvic pain female was added, consumer height was added and address were updated, medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube/migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, paratubal cyst and live birth (2008, 2010, 2012, (B)(6) 2015). Concurrent conditions included leukorrhea, juvenile rheumatoid arthritis, low back pain, nausea, venereal disease nos, vaginal bleeding, muscle cramps and blood transfusion. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), cyclobenzaprine, docusate sodium (colace) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure implants"), 1 year 4 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced haemorrhage in pregnancy ("spotting per vagina in pregnancy / bleeding"), gestational diabetes ("diabetes mellitus during pregnancy"), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("deenital bleeding"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, exploratory laparoscopy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, abdominal pain lower, abdominal pain, genital haemorrhage and vaginal discharge had resolved, the pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for fallopian tube perforation, gestational diabetes, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2015. Patient received treatment for genital bleeding, migration, perforaton, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2016: 1. Left essure implant has perforated through the left fallopian tube. No contrast leakage from the left fallopian tube suggesting healed site of perforation. 2. Satisfactory position and occlusion of the right essure implant. Pregnancy test urine - on (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: bleeding outcome updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube'), pregnancy with contraceptive device ('pregnancy with essure implants'), haemorrhage in pregnancy ('spotting per vagina in pregnancy / bleeding') and gestational diabetes ('diabetes mellitus during pregnancy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain and paratubal cyst. Concurrent conditions included leukorrhea, juvenile rheumatoid arthritis, low back pain, nausea, venereal disease nos, vaginal bleeding, cramp and blood transfusion. Concomitant products included ascorbic acid; ferrous fumarate; folic acid; nicotinic acid; polysaccharide-iron complex (integra f), cyclobenzaprine, docusate sodium (colace) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant) and pelvic pain ("physical pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, exploratory laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for fallopian tube perforation, gestational diabetes, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2016: left essure implant has perforated through the left fallopian tube. No contrast leakage from the left fallopian tube suggesting healed site of perforation. Satisfactory position and occlusion of the right essure implant. Pregnancy test urine - on (B)(6) 2016: positive. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, gestational diabetes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received- events- "pregnancy with essure implants,the other tube shows evidence of perforation of the coil / the left essure implant has perforated through the fallopian tube, diabetes mellitus during pregnancy, spotting per vagina in pregnancy / bleeding, device ineffective"reporter information, lab data, medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.